Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope experienced foreign material exiting from the air and water nozzle. The issue occurred during an unspecified diagnostic procedure. There were no reports of delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no observation of device deformation or damage to the air/water nozzle, air/water channel, or air/water cylinder. The foreign material could not be identified, and it could not be confirmed if there was any deviation from the instructions for reprocessing. Therefore, a root cause could not be determined. The event can be detected by following the instructions for use which state: gif -190 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.